Event description:
Additional information was obtained. A revision was performed. This lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that during a follow up visit, a review of the memory data revealed three ventricular tachycardia events that displayed noise causing oversensing resulting in an episode of asystole greater than two seconds. A review of the daily measurements displayed varying impedance measurements during the last month. Threshold measurements were within normal range. The noise could not be reproduced during provocation testing. As the patient with this lead is pacemaker dependent, a decision has been made to replace this lead. The patient has been hospitalized for a non-related cardiac reason and remains monitored until the revision procedure is performed. The device detection durations were reprogrammed.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.